Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and stopped ventilating during use. The reporter advised ventec that the patient was using the device in non-invasive mode, but that it was not blowing (ventilating). A respiratory therapist (rt) who was present attempted to troubleshoot the device, but was unsuccessful. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b4, date of report, of the initial medwatch report stated: blank. Section b4, date of report, of the initial medwatch report should have stated: 10/15/2024. New information for supplemental medwatch report 001: h6: the reporter responded to ventec's requests for additional information about the patient. Sections a2, a3, a4 and b7 have been updated, accordingly. Additionally, the reporter advised that the date of the event was 10/14/2024 and not (B)(6) 2024, as originally reported. As a result, section b3, date of event, has been updated to reflect 10/14/2024. Furthermore the reporter advised that the patient survived the reported event and confirmed that there was no patient harm as a result of the reported issue. Once the device has been received ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.